Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported event of "high power, low flows," could not be confirmed via log file analysis since log files covering the event date were not provided for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the high power event can be attributed to multiple factors such as thrombus formation/ingestion, high flows. Based on risk documentation, the low flows may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, kink in outflow graft, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient's non-compliance with medications and recommended therapies appear to have contributed to the event. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted to hospital with high power, low flows and then subsequent high flows. The site indicated that the patient was extremely non-compliant with medications, missed clinic appointments and refused treatment and diagnostic testing. The patient became short of breath and diaphoretic requiring intubation, mechanical ventilation and sedation. The patient refused anticoagulant and antiplatelet medications. Power consumption continued to rise causing the ventricular assist device (vad) to turn off on its own. The patient became hypotensive and cardiopulmonary resuscitation started. The patient¿s family decided to withdraw all care and the patient expired soon after. The patient¿s family declined autopsy.